Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 170 mg/dl, 226 mg/dl, and 114 mg/dl within 5 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device has been returned and investigated.